Event description:
Boston scientific received information that during a routine follow up, this right ventricular (rv) lead appeared to have perforated outside of the cardiac shadow on an x-ray. A revision procedure was performed and the rv lead was successfully repositioned. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.